Manufacturer narrative:
B2 date of death: aware date was used as date of death as actual date of death is not known. B3 date of event: aware date was used as date of event as actual date of event is not known. A1 patient identifier, a2 date of birth, age at time of event, unit of measure-age, a3a sex, a3b gender: updated with additional information received. D4 model number, lot number, catalog number, expiration date: updated with additional information received. D6a implant date: updated with additional information received.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed, and a 20 mm watchman flx pro closure device was selected to be used. Boston scientific (bsc) was contacted by a physician who does consulting work reviewing medical cases. The physician was asked to review a case of a closure device embolization into the descending aorta that resulted in a patient death. The physician stated that during review of the imaging it did not appear the closure device met position, anchor, size and seal (pass) criteria due to at least a one and a half shoulder of the closure device. The closure device was found to be embolized into the descending aorta approximately five (5) hours post implant. The physician remarked that the patient had received chest compressions and asked if that could have caused the closure device embolization. It is unknown at what point after the procedure chest compressions were administered. No imaging or further information is available.

Manufacturer narrative:
B2 date of death: aware date was used as date of death as actual date of death is not known. B3 date of event: aware date was used as date of event as actual date of event is not known. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro closure device was selected to be used. Boston scientific (bsc) was contacted by a physician who does consulting work reviewing medical cases. The physician was asked to review a case of a closure device embolization into the descending aorta that resulted in a patient death. The physician stated that during review of the imaging it did not appear the closure device met position, anchor, size and seal (pass) criteria due to at least a one and a half shoulder of the closure device. The closure device was found to be embolized into the descending aorta approximately five (5) hours post implant. The physician remarked that the patient had received chest compressions and asked if that could have caused the closure device embolization. It is unknown at what point after the procedure chest compressions were administered. No imaging or further information is available.

Event description:
It was reported that death occurred.a left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro closure device was selected to be used. Boston scientific (bsc) was contacted by a physician who does consulting work reviewing medical cases. The physician was asked to review a case of a closure device embolization into the descending aorta that resulted in a patient death. The physician stated that during review of the imaging it did not appear the closure device met position, anchor, size and seal (pass) criteria due to at least a one and a half shoulder of the closure device. The closure device was found to be embolized into the descending aorta approximately five (5) hours post implant. The physician remarked that the patient had received chest compressions and asked if that could have caused the closure device embolization. It is unknown at what point after the procedure chest compressions were administered. No imaging or further information is available.it was further reported that this is a duplicate event, already captured in report number 2124215-2025-89539.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.b2 date of death: aware date was used as date of death as actual date of death is not known. B3 date of event: aware date was used as date of event as actual date of event is not known.a1 patient identifier, a2 date of birth, age at time of event, unit of measure-age, a3a sex, a3b gender: updated with additional information received.d4 model number, lot number, catalog number, expiration date: updated with additional information received.d6a implant date: updated with additional information received.